Event description:
The lay user/patient called lifescan (lfs) in 2006 and alleged that the patient's meter was reading inaccurately low. The medical affairs specialist mailed a letter in 2006, since the user could not reached by telephone for further clarification. According to the reporter, in 2006, the patient tested her blood glucose and obtained a result of 182 mg/dl. She became dizzy soon after testing on her meter. The paramedics were called out to the patient's house because of the symptoms. It is not known if the paramedics tested the patient's blood glucose, however it was reported that she was given IV glucose, but it is not clear as to why. A lab test was performed at some point (over 30 minutes from the meter results) and the result was 282 mg/dl. The reporter was unable to describe if the testing technique was correct. She did state that the puncture site was cleaned correctly. A control solution test was performed and it passed. This complaint is being reported, as the patient obtained a result of 182 mg/dl, but she subsequently had symptoms of low blood glucose and she received IV glucose as treatment.